Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump issued alert code 41 during an attempted insulin shaft rewind with battery above 50 percent, and the alert persisted after a device restart; a replacement device was arranged and the user was guided to shut down the malfunctioning unit and transition to backup insulin therapy. Symptoms included no reported adverse effects and blood glucose remained in range. Outcomes included temporary interruption of automated insulin delivery and use of backup therapy until replacement arrival. Investigation included device shutdown, user guidance, and logistical replacement with return of the affected device for evaluation. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded that the cause was a device malfunction related to the insulin drive system.